Event description:
A pt sample run on the ca-6000 automated coagulation analyzer in 2004 generated an aptt result of 173.2 sec. An "auto-repeat" analysis of the sample was performed and generated an aptt of 26.4 sec. The lab reported the second (auto-repeat) result prior to confirming via an alternative/confirmatory method. Ptts were checked manually after treatment with thrombolytics (heparin and urokinase). The pt died eight (8) days later.